Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the sz 1 replacement broach arrived today. It is a totally different design, so all of the broaches need to be changed out. Replacement endurance numbers are given. The cdh is not listed and is likely obsolete. Neck segments are too loose on the new broaches, so they need to be replaced as well. Unknown surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the endur diamond tooth broach sz5 post is deformed and also present signs of scratches. Additionally the device exhibits signs of heavy use causing the etching to be unreadable. The potential cause for the deformation at the post can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled and impaction forces combined with handle not being fully secured onto the broach. Proper handling and adherence to the approved use of the device can diminish the risk of failure. The observed illegible etch condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing records evaluation (mre) was not performed since the lot number was not able to be retrieved for the device due to the illegible etch. The overall complaint was confirmed as the observed condition of the endur diamond tooth broach sz5 would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed since the lot number was not able to be retrieved for the device due to the illegible etch. H11 additional narrative: added: d9 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the sz 1 replacement broaches arrived and were a different design. Neck segments were too loose on the new broaches. Unknown surgical delay.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.